Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was hospitalized due to oversensing of noise causing pacing inhibition. The configuration of the pacemaker was reprogrammed to bipolar and noise/pacing inhibition was still observed. Upon configuring to a unipolar setting, no noise was observed. Surgical intervention was performed and the lead was replaced. The pacemaker continues to remains in service. No additional adverse patient effects were reported.